Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that time on insulin pump did not advances when observe for one minute and had keypad anomaly. Customer¿s blood glucose was 180mg/dl. Customer stated that insulin pump had constant and insulin pump beep during tone test. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.